Manufacturer narrative:
Product analysis of ped-450-20, lot no:b614310 ¿ as found condition: the pipeline flex braid and phenom 27 catheter were returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿ damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid were fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damages were found no other anomalies were observed. ¿ testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at distal as the distal and proximal ends of braid were found fully opened and damaged. In addition, based on the analysis findings, the pipeline flex and phenom 27 could not be confirmed to have resistance as no defect was found with returned phenom 27 catheter. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. It is possible that the severe vessel tortuosity may have contributed to the reported issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying the patient's consciousness was normal. There was obvious resistance when the stent w as uploaded to the middle part of the catheter. There was no obvious kink on the outside of the catheter. The distal of pipeline was not open. Pipeline was opened in the bend section of blood vessel. There were no additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open and the microcatheter was damaged.  The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the posterior communicating artery with a max diameter of 5.5mm and a 3.5mm neck diameter. The landing zone was 3.9mm distally and 4.4mm proximally. It was noted the patient's vessel tortuosity was severe. The accessed vessel was the femoral artery with a diameter of 2mm. Dapt (dual antiplatelet treatment) was administered and the pru level met the standard. The angiographic result post procedure showed partial detention. It was reported that the operator first pushed the microcatheter fg15150-0615-1s into the diseased tumor, and the deployment position and feel were normal. The operator selected a ped-450-20 dense mesh stent, which passed the shapeable microcatheter fg15150-0615-1s, and then the resistance increased when the dense mesh stent was deployed to the clinoid segment. Tried to push the dense mesh stent several times, but still couldn't open it. The dense mesh stent was then removed and replaced with another product of model ped-450-18, and the deployment went smoothly. The middle section of the removed stent was deformed, and the tip of the microcatheter was deformed, so they were replaced. During this period, there was no impact on the patient's treatment, and the patient regained consciousness after resuscitation. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227034083). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.